Event description:
It was reported that during an attempted novasure endometrial ablation on (B)(6) 2015, the physician received an unsuccessful cavity integrity assessment (cia) test. The physician then performed a hysteroscopy and "detected a perforation". The novasure procedure was aborted. On (B)(6) 2015, it was reported the patient was discharged after the procedure and came back a few days later for a hysterectomy.

Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. Reference internal complaint (B)(4).